Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 124 mg/dl. The customer stated that the basal was not programmed before the alarm went off. The customer stated that the pump was not in use for a while. The customer was informed to monitor the insulin pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.